Event description:
Boston scientific received information that the device auto capture feature had increased battery consumption and decreased the estimated longevity. The device remains in service with programming changes. There were no adverse patient effects were reported. The situation will continue to be monitored with no change at this time.

Manufacturer narrative:
This report will be updated if additional information becomes available.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
The device was explanted over three years later for reported normal battery depletion.